Event description:
During loop electrode excision procedure, the electrical loop used disintegrated and broke off inside patients cervix. Upon follow-up with risk manager, it was determined that there was no harm to patient. An additional narrative was given that the cervix tissue was thick and she probably used too much force trying to dissect the tissue which could have caused the break. It was also said that the piece came out and was not left behind. A second p0740 was opened and used, and the remainder of the procedure went as planned. The broken device was discarded and no pictures of device were taken.